Event description:
It was reported that prior to an unknown procedure, there is a "clanking noise" in the hand piece of the stapler. When they tested the stapler, it did not close normally. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Closure link pin the analysis found that one ec60 device was returned in good visual conditions and with no cartridge reload present. The device was tested for functionality with a test reload and it cut and fired all staples as intended. However, it was noted that the most distal staples did not form properly. Upon firing, the device was disassembled to verify the internal components and the closure link pin was found out of position and missing. Furthermore it should be noted that the found condition may cause the jaws not closing as intended and that the most distal staples not to form properly. No conclusion could be reached as to how closure link pin became out of position and missing, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.